Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported a patient who sees a line in his visual field which is in a slanted direction following intraocular lens (iol) implant surgery. The patient requested the lens to be exchanged for a new one. An iol explant is planned. Additional information received from the government agency indicated that the patient can see "a long trail" in the visual field when he looks at a source of light. The patient does not believe the line was caused by a scratch on the iol. The cause is unknown.